Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited oversensing of noise resulting in delivery of inappropriate anti-tachycardia pacing (atp). The noise was able to be reproduced. The lead was suspected to be damaged due to subclavian crush. Tachycardia therapy was programmed off and the patient was given a life vest pending a lead revision on an unknown date in the future. No adverse patient effects were reported. This product remains implanted and in service.